Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 25-oct-2013. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), device dislocation ("the coils were not where they were supposed to be") and vaginal haemorrhage ("non-stop vaginal bleeding/ heavy vaginal bleeding / abnormal vaginal bleeding") in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus, ovarian cyst, early menopause, depression and anxiety. Concomitant products included cilest (ortho tricyclen) and norlestrin fe (junel fe). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced migraine ("constant migraines/ migraine"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), bacterial infection ("bacterial infection") and headache ("headache"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, pain ("pain throughout my body"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis") with gastrointestinal disorder, abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced mood altered ("mood changes") and fatigue ("constantly tired"). The patient was treated with surgery ((B)(6) 2013; supracervical hysterectomy (uterus only) - laparoscopic. Essure devices removed), surgery (laparoscopic supracervical hysterectomy.) And surgery (laparoscopic supracervical hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, dysmenorrhoea, device dislocation, pain, migraine, allergy to metals, endometriosis, dyspareunia, abdominal pain, alopecia, bacterial infection, vaginal discharge and headache outcome was unknown, the menorrhagia and vaginal haemorrhage had resolved and the mood altered and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation, endometriosis, fatigue, migraine, mood altered, pain and vaginal haemorrhage with essure. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, headache, menorrhagia, perforation and vaginal discharge to be related to essure. The reporter commented: the need for additional surgery patient had not device removed (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2013 - transabdominal and transvaginal ultrasound report - findings: portions of the patient's essure devices can be visualized . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: previously reported events- "non-stop vaginal bleeding/ heavy vaginal bleeding / abnormal vaginal bleeding, menorrhagia / abnormal bleeding (menorrhagia)- "outcome updated to "recovered / resolved", reporter added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 25-oct-2013. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), device dislocation ("the coils were not where they were supposed to be") and vaginal haemorrhage ("non-stop vaginal bleeding/ heavy vaginal bleeding") in a female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus and ovarian cyst. Concomitant products included cilest (ortho tricyclen) and norlestrin fe (junel fe). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body"), migraine ("constant migraines/ migraine"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis") with gastrointestinal disorder, dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), vaginal discharge ("vaginal discharge") and headache ("headache"). On an unknown date, the patient experienced mood altered ("mood changes") and fatigue ("constantly tired"). The patient was treated with surgery ((B)(6) 2013; supracervical hysterectomy (uterus only) - laparoscopic. Essure devices removed), surgery (laparoscopic supracervical hysterectomy.) And surgery (laparoscopic supracervical hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, device dislocation, vaginal haemorrhage, pain, migraine, allergy to metals, endometriosis, dyspareunia, abdominal pain, alopecia, bacterial infection, vaginal discharge and headache outcome was unknown and the mood altered and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation, endometriosis, fatigue, migraine, mood altered, pain and vaginal haemorrhage with essure. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, headache, menorrhagia, perforation and vaginal discharge to be related to essure. The reporter commented: the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2013 - transabdominal and transvaginal ultrasound report - findings: portions of the patient's essure devices can be visualized . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5031853) on 25-oct-2013. The most recent information was received on 04-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), device dislocation ("the coils were not where they were supposed to be") and vaginal haemorrhage ("non-stop vaginal bleeding/ heavy vaginal bleeding") in a female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lupus erythematosus and ovarian cyst. Concomitant products included cilest (ortho tricyclen) and norlestrin fe (junel fe). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced menorrhagia and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body"), migraine ("constant migraines/ migraine"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis") with gastrointestinal disorder, dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), bacterial infection ("bacterial infection"), vaginal discharge ("vaginal discharge") and headache ("headache"). On an unknown date, the patient experienced mood altered ("mood changes") and fatigue ("constantly tired"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - laparoscopic. Essure devices removed). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, device dislocation, vaginal haemorrhage, pain, migraine, allergy to metals, endometriosis, dyspareunia, abdominal pain, alopecia, bacterial infection, vaginal discharge and headache outcome was unknown and the mood altered and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation, endometriosis, fatigue, migraine, mood altered, pain and vaginal haemorrhage with essure. The reporter considered abdominal pain, alopecia, bacterial infection, dysmenorrhoea, dyspareunia, headache, menorrhagia, perforation and vaginal discharge to be related to essure. The reporter commented: the need for additional surgery . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2013 - transabdominal and transvaginal ultrasound report - findings: portions of the patient's essure devices can be visualized . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: events menorrhagia, dysmenorrhea, bacterial infection, vaginal discharge added. Reporters, concurrent condition, lab data, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: mw5031853) on 25-oct-2013. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("the coils were not where they were supposed to be") and vaginal haemorrhage ("non-stop vaginal bleeding/ heavy vaginal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body"), migraine ("constant migraines/ migraine headache"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis") with gastrointestinal disorder, dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced mood altered ("mood changes") and fatigue ("constantly tired"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body"), migraine ("constant migraines/ migraine headache"), allergy to metals ("nickel allergy"), endometriosis ("endometriosis") with gastrointestinal disorder, dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced mood altered ("mood changes") and fatigue ("constantly tired"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, vaginal haemorrhage, pain, migraine, allergy to metals, endometriosis, dyspareunia, abdominal pain and alopecia outcome was unknown and the mood altered and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia and perforation to be related to essure. The reporter provided no causality assessment for allergy to metals, device dislocation, endometriosis, fatigue, migraine, mood altered, pain and vaginal haemorrhage with essure. The reporter commented: the need for additional surgery. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(6), ¿processing essure cases in (B)(6).¿ (B)(4). Most recent follow-up information incorporated above includes: on 27-nov-2017: reporters added. Suspect drug inaction as permeant birth control. On (B)(6) 2017, she had essure implanted (previously reported as (B)(6) 2009). She had experienced painful intercourse, abdominal pain, hair loss. In (B)(6) 2013, she had removed essure device (previously reported (B)(6) 2015). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the coils were not where they were supposed to be"), perforation ("perforation of organs") and vaginal haemorrhage ("non-stop vaginal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body") and endometriosis ("endometriosis") with gastrointestinal disorder. On an unknown date, the patient experienced migraine ("constant migraines"), mood altered ("mood changes"), fatigue ("constantly tired") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), pain ("pain throughout my body") and endometriosis ("endometriosis") with gastrointestinal disorder. On an unknown date, the patient experienced migraine ("constant migraines"), mood altered ("mood changes"), fatigue ("constantly tired") and allergy to metals ("nickel allergy"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, vaginal haemorrhage, pain and endometriosis outcome was unknown and the migraine, mood altered, fatigue and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, device dislocation, endometriosis, fatigue, migraine, mood altered, pain and vaginal haemorrhage with essure. The reporter considered perforation to be related to essure. The reporter commented: the need for additional surgery. Quality-safety evaluation of ptc: medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), ¿processing essure cases (B)(4) FDA evaluation codes: method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions:unable to confirm complaint. Device not returned. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new event perforation of organs and its symptom "pain" were added. Non drug treatment added. Reporters details added. Suspect drug start and stop date added. ¿essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.